Event description:
It was reported that during the procedure when the physician placed the subject coil inside the patient¿s aneurysm, its end loops were sticking out. While the physician tried to readjust the subject coil, it detached prematurely from its delivery wire. The physician used a retriever as a snare device to retrieve the subject coil from the patient¿s anatomy. While the physician tried to re-access the aneurysm several times, the aneurysm got perforated. The patient was treated for the perforation of aneurysm. It was reported that the patient has passed away and the cause of death is unknown. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the subject coil detached prematurely and a snare device was used to recover the detached coil. While re-accessing the aneurysm, it was perforated and the patient passed. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the coil was not advanced or retracted with force, and the anatomy was not tortuous. Per the physician, the perforation of the aneurysm could not be confirmed as due to the reported device and it is unknown whether the patient death was related to the subject device. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during the procedure when the physician placed the subject coil inside the patients aneurysm, its end loops were sticking out. While the physician tried to readjust the subject coil, it detached prematurely from its delivery wire. The physician used a retriever as a snare device to retrieve the subject coil from the patients anatomy. While the physician tried to re-access the aneurysm several times, the aneurysm got perforated. The patient was treated for the perforation of aneurysm. It was reported that the patient has passed away and the cause of death is unknown. No further information is available.